Event description:
As reported, the doctor attempted to deploy a 6/7f mynx grip vascular closure device (vcd but stated it would not advance beyond an unknown sheath and did not cross. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynx vcd was used for an interventional coronary procedure using a retrograde approach. The deployer is trained on the use of the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was severe to moderate calcification in the common femoral artery. Vessel tortuosity is unknown. The patient did have calcium in the common femoral artery (cfa). No excess force was applied during insertion. Additional information requested but was not provided as it is unknown. The device is expected to be returned for evaluation.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device is available for analysis, but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2235703 presented no issues during the manufacturing process that could be related to the event reported. Addtional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the doctor attempted to deploy a 6/7f mynxgrip vascular closure device (vcd) but stated it would not advance beyond an unknown sheath and did not cross. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynx vcd was used for an interventional coronary procedure using a retrograde approach. The deployer is trained on the use of the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The patient did have severe to moderate calcification in the common femoral artery (cfa). Vessel tortuosity is unknown. No excess force was applied during insertion. Additional information requested but was not provided as it is unknown. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ was received for product analysis. Visual inspection of the returned device showed that the shuttle was not engaged to the black handle with the stopcock open and the syringe attached. The sealant and advancer tube were found in their manufactured positions, and the balloon was not inflated as received. The sealant sleeve was returned disassembled. The procedural sheath was not returned. No other outstanding details were observed. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample cordis csi french 6 was performed as indicated in the mynxgrip instructions for use (IFU), and the returned device performed as intended. The failure experience by user could not be replicated as there was no resistance or friction or impedance condition noted. A product history record (phr) review of lot f2235703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿catheter-inability to advance in sheath¿ was not confirmed through analysis of the returned device since the insertion/withdrawal test was performed successfully. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site characteristics (the patient had severe to moderate calcification in the cfa) and/or concomitant device factors (such as a damaged sheath) may have contributed to the issue reported since there were no issues noted during functional analysis. Additionally, it was noted that the sealant sleeve was disassembled; however, this condition could have occurred with handling of the device after the reported insertion failure. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.